Event description:
New information notes the name of the clinic the patient was seen at.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
It was reported the patient presented in the clinic. During a test for atrial capture threshold, loss of capture was observed on the right ventricular lead. No intervention was performed. The patient was in stable condition.